Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 9 cm distal to the is-1 connector pin (into two segments). All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the insulation was found damaged directly next to the distal ring electrode, which most likely resulted from the extraction procedure due to tensile stress. Further analysis of the returned fragments did not reveal any conductor fracture. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lv lead was explanted due to fracture. No adverse patient events were reported. Should additional information be received, this file will be updated.